Event description:
Pt completed treatment with chemo and was flushing IV line with ns. Rn removed primary tubing from plum pump and noted tubing snapped in two. The section right below the clave secondary port snapped in two. Per rn, the tubing was not caught on anything and there was nothing unusual about how it was removed. Tubing has been saved, notified manager. Notified ICU manager.